Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, it was indicated that the patient had pain and discomfort, the patient was then revised for painful right tha secondary to acetabular malposition. Operative notes reported that there was a significant synovial fluid which was benign in nature. There was a grayish discoloration to some of the tissue, indicating possible metallosis. Visit notes on (B)(6) 2008 reported that patient had weight gain due to inactivity cause by pain, heartburn, hernia, arthritic back-low back, skin rash on lower leg, numbness of right hip of upper leg and thigh and depression. Doi: (B)(6) 2007; dor: (B)(6) 2008; right hip.